Manufacturer narrative:
H3: one device was returned for repair in used condition. Service history showed there was a previous service, dated: 28-jul-2023, that replaced ¿air detector¿, which is related to the current complaint. The primary problem was replicated, as the air detector was inoperable and not within specifications. Replaced the air detector, to correct the issue. Device passed all functional tests after the repair.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "ail defective". The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.